Event description:
It was reported by service report that the recliner will not hold patient weight.

Manufacturer narrative:
Frame damaged.

Event description:
It was reported by service report that the recliner will not hold patient weight.

Manufacturer narrative:
Follow up being submitted as it was determined through investigation that this report is a duplicate. Refer to MDR # 0001831750-2013-00597 for the regulatory assessment and investigation results.